Manufacturer narrative:
Crosstex received a report through a distributor, henry schein, that one of their customers employees experienced itchiness and redness after wearing the crosstex ultra sensitive earloop mask. It was reported that two dental assistants experienced itchiness and redness and one experienced inflammation and had a reaction where the mask came in contact with the skin around the face and neck area. Crosstex ra followed up with the facility and it was reported that one of the dental assistants sought medical attention from a dermatologist. The dental assistant was diagnosed with dermatitis and prescribed a topical cream for her symptoms. It was reported that the dental assistant who sought medical attention has pre-existing allergies. It was reported that both dental assistants have switched to a different brand of facemasks and are currently fine since they stopped wearing the masks. This complaint will continue being monitored in the crosstex complaint handling system.

Event description:
Crosstex received a report through a distributor, henry schein, that one of their customers employees experienced itchiness and redness after wearing the crosstex ultra sensitive earloop mask.